Event description:
Add'l info rec'd 10/4/99: references show that bone conduction hearing devices were being developed, marketed and sold in the late 1930's. At the same time, the military was developing "hidden voice" communications technologies that involved ultra short-wave radio signals and very small aerials. Rptr would like to know if a patent was ever issued on a device that produces bone conduction hearing through electro-magnetic vibration of dental filling material. In late summer of 1990, when child was 7 years, 8 months old, father noticed odd behavior in child that indicated the presence of bone conduction hearing also commonly called "receiving." One or more persons who knew the child, seemed to be telling child what to say, or how to act on a very frequent and instantaneous basis, even though no voice was audible. This behavior seems to occur in the family home and when the children were riding in the family car. Child's brother, who was then 5 years 3 months old was noticed to be exhibiting similar behavior. Child's maternal grandfather, who lived 8 miles from child, had a long record of military svc and had a top secret security clearance for work in a defense plant. Father believes that the maternal grandfather may have used clandestine radio transmissions in the workplace, and that cars which the family bought were equipped with transmitters for this purpose. In spring of 1991, the child's first grade teacher referred him for evaluation because of a learning disability that specifically related to mathematics, writing, and visual-motor integration. Child was considered to have a good prognosis because of exceptionally high verbal iq scores. In the fall of 1994, child's school performance markedly deteriorated and he was placed in intensive special education classes, which included remedial arithemetic. There was an apparent 30 point drop in iq, which, in retrospect, partly reflected omission of important non-verbal subtests from the initial evaluation. There was a wide gap between verbal and performance iq, with very low scores in tests that involved visual motor integration: coding, reverse digit span, mazes, and mental arithmetic. Child fell increasingly far behind peers. Child's test scores were reviewed by a neuropsychologist in the spring of 1999, and were felt to reflect a non-verbal learning disability. This type of learning disability may result from brain injury, but imaging studies of the brain are usually negative, and have not been done (3,4). In 1994 father questioned his dentist about possible use of dental materials as clandestine radio receivers. Father was told that in the 1930's or 1940's articles had appeared in dental journals describing sporadic, unintended reception of radio stations by persons with metal fillings, resulting in bone conduction hearing. Father does not know if there are published experiments in which a person with prior dental work was placed near a transmitter and systematically scanned over a range of frequencies to find a specific frequency or combination of frequencies, that produced bone conduction hearing. In 1998, father was told by his attorney that dentists routinely place materials in teeth that could be used to produce bone conduction hearing, and that this technology is often used by consenting adults for concealed communication. On 8/25/98, father was sent a letter by public health advisor in the center for devices and radiologic health stating that several government scientific offices had been consulted, and were unaware of any such implantable device. Father has located an article published in 1933 describing efforts by the military to develop a "secret voice" technology based on ultra-short wave radio transmissions, and a very small aerial (2). Around the same time, a bone conduction hearing aid was developed for the treatment of deafness (1). F. References: 1. "Bone conduction hearing aid" scientific american p. 38. 1/33. 2. "Secret voice for war or peace" popular mechanics p. 194-197. 8/33. 3. The source for nonverbal learning disorders. Sue thompson lingui systems, inc; east moline, il 1997. 4. Syndrome of nonverbal learning disabilities. Byron p rourke, ed. Guilford press. New york, ny 1995. 5. "You call them deaf." Wa wells. Hygeia. P. 8-11; 88-90 1/37. 6. "The war against dental decay." Hygeia. Cover; p. 20. 1/37. 7. "Deaf smith county points way to sound teeth" science news letter p. 229. 11/8/41. 8. Dennis sweeney case. New york times magazine. 8/17/80. 9. "Metals in teeth." Scientific american p. 172. 1933.